Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current symptom. The reported symptom 'under delivering' was verified during evaluation as an under infusion of -10.36% and -8.97% error. Evaluation determined the cause to be the pressure plate travel was out of specification. The pressure plate travel was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under delivering issue. There was no patient involvement associated with this event. No additional information is available